Event description:
It was reported when patient presented in-clinic for follow-up the device could not be interrogated. Patient noted device felt hot at the pocket. The device was at eri and was explanted. The patient was fine after replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory and was due to low battery voltage. The original battery was returned to the vendor for further evaluation and an internal anomaly within the battery was found to be the cause of the low battery voltage.